Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the z-motor was faulty. The fse replaced the motor, which repaired the failing controls. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the ichem velocity instrument was failing bilirubin controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.